Event description:
It was reported that a multifocal intraocular lens (iol) was explanted as the patient complained of glare and halo. Another johnson & johnson monofocal iol of different model (dib00) with lower diopter (24.0 d) was used as a replacement. No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, best estimate is between june 19, 2023 and nov. 6, 2023,. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.